Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("my periods went back to normal after my tubes/coil removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tube removal to remove essure). Essure was removed. At the time of the report, the menstrual disorder had resolved. The reporter considered menstrual disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: menstrual disorder. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("my periods went back to normal after my tubes / coil removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tube removal to remove essure). Essure was removed. At the time of the report, the menstrual disorder had resolved. The reporter considered menstrual disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: menstrual disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.